Event description:
It was reported that the customer had a low blood sugar episode and had to go to the hospital for treatment. Customer was released the same day. Advised the customer's family member to have her contact the product helpline so we can troubleshoot the device.